Event description:
Reporter indicated that the vns patient had died. At this time, relationship of vns to the reported event is unknown; however, good faith attempts are being made to obtain additional information.